Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported an internal dialyzer blood leak that occurred approximately a minute into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer near the arterial end. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, damaged/broken fibers were found from approximately 90 degrees to 220 degrees on the cavity end, with corresponding damage to the dialyzer housing that cased the broken fibers. The probable cause for this failure to occur is during dialyzer packaging. If the transfer belt is out of sync the dialyzer housing could become damaged, damaging the fibers within the dialyzer, in the process of cutting the dialyzer packaging. As there was visible damage to the dialyzer the probable cause is a stress problem (problems caused by either excessive or inadequate physical force exerted on it by another object resulting in deformation). There was no other damage or irregularities noted on the returned sample. There are no other similar complaints that have been reported against this lot number. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes.

Event description:
A user facility registered nurse (rn) reported an internal dialyzer blood leak that occurred approximately a minute into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer near the arterial end. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly available to be returned for manufacturer evaluation.